Manufacturer narrative:
Patient demographics (age at time of event, gender) were requested but not provided. This is the first of two submissions from the same patient event. The others are 1220246-2016-00364 ((B)(4)). No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The evaluation of the returned devices revealed that the delivery cannulas are bent. Furthermore, the delivery cannula's distal tips and depth stops are damaged. The deployment mechanisms functioned as per surgical technique. However, the suture/implant constructs involved in the complainant's event was not returned for evaluation therefore the event could not be verified. Device history record review revealed nothing relevant to this event. Complainant's event was most likely due to not following the surgical technique. Per the surgical technique implant #2 need to be advanced to the needle tip prior to advancing the needle through the meniscus. If this is not followed, implant could be potentially entangled with the suture and pulled back from the meniscus. The implant may be pulled out from meniscus due to the incorrect use of the depth stop or over tensioning of suture construct. Also, a bent delivery cannula event is typically caused by leveraging/prying the device during implantation procedure. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a bucket handle meniscal repair, a speed "c" curved needle with 2 peek implants ar-4502, lot 10048684 ((B)(4)) was being used. Both implants were seated without issue. However, while the surgeon was tightening the suture, the second implant pulled out. The surgeon removed the first implant and another ar-4502, lot 10048684 ((B)(4)) was opened and used. Again, both implants were seated without issue, however, while the surgeon was tightening the suture, the second implant pulled out. The surgeon removed the first implant and another ar-4502, lot 168538 ((B)(4)) of a different lot was opened and used. This time, the first implant was seated correctly but, the second implant would not seat. The surgeon removed the first implant and another ar-4502, lot 168538 ((B)(4)) was used. The first implant was seated correctly but, the second implant would not seat. The doctor removed the first implant and the case was completed successfully with a different product. There was a 45 minute delay in case. Patient was a 19 y/o male. The rep stated that the patient's meniscus was "pretty tore up" (there was fraying and holes created on and thru the meniscus. Holes were about 1mm in size.) Due to the implant removal.